Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens requested the sample for further investigation but the sample is not available for testing. The customer tests approximately 500 to 600 samples per month using the advia centaur xp toxo g assay. The customer observes 3 to 4 discordant positive results per year. This yields a specificity rate of 99.93%. The instructions for use states an initial relative specificity rate of 98.6%. The customer is observing a better initial specificity rate than what is stated in the instructions for use. The instructions for use states a relative specificity rate after resolution of discordant samples of 99.6%. Although this specific sample was not tested on a second alternate method, the specificity rate observed by the customer is better than or comparable to the specificity rate in the instructions for use. Quality control results were within range at the time of the testing. The instrument is performing within specifications. No further evaluation of the device is required.. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for diagnostic evaluation of patient results." The interpretation of results section of the instructions for use states for samples which are anti-t. Gondii igg positive and anti-t. Gondii igm negative: "from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Event description:
Customer observed a positive advia centaur xp toxoplasma g (toxo g) result that repeated. The patient was negative for toxo g on an alternate method and negative for toxoplasma m. There are no reports that treatment was altered or prescribed or adverse health consequences based on the positive advia centaur xp toxo g result.